Event description:
Caller reported multiple intermittent occlusion alarms since (B)(6) 2025. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resumed insulin, although the occlusion issues were described as frequent and recurring, prompting cts to transfer the caller for additional assistance. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.